Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2019. The patient dislocated after surgery and the surgeon performed a closed reduction on the patient's left side on (B)(6) 2019 (reference MDR #2031049-2019-00021). The patient continued to have functional problems, and on (B)(6) 2019, the surgeon performed an exploratory surgery and repositioned the fat graft he had previously placed at the original implant surgery. He believed that the graft had become displaced due to an acute muscle spasm that the patient experienced after the implant surgery.

Event description:
The surgeon repositioned the patient's fat graft on the left side.